Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump stopped working. The high blood glucose was 340 mg/dl at the time of incident. The current blood glucose level was 374 mg/dl. The customer experienced symptoms such as nausea and headache. The customer treated with manual shot for high blood glucose. The customer's spouse also stated that the customer was in the hospital, unrelated to her diabetes. The insulin pump will not be returned for analysis.